Event description:
A 1 cm portion of midline catheter sheared off after encountering resistance during placement. Patient required minor surgery under local anesthesia to remove retained catheter portion.